Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, h4, h6. Corrected field: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the code error b30 was caused by a bad connection at the contact section of the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred before an unspecified procedure. There was a five-minute delay, but the patient was not under anesthesia. Eventually, the intended procedure was completed using the same device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. There was troubleshooting done with the customer over the phone. The customer was instructed to clean and dry the gold contacts, which resolved the issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had a b30 scope communication error. The issue occurred during an unknown event and there were no reports of patient harm associated.